Manufacturer narrative:
H11: further information reviewed by the manufacturer has identified that this event is a duplicate report. This event has already been reported under (B)(4) (MDR no. 3005975929-2025-00047) and case-2025-00263439 (MDR no. 3005975929-2025-00046). All further communication regarding this event will be managed in those cases, including a follow-up report with the results of our investigation. We respectfully request that this case be closed as a duplicate and refer to the cases referenced above.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a thr on (B)(6) 2010, patient experienced pain, severe leg cramping, dizziness, diarrhea, occasional vomiting, headaches, among other symptoms. In addition, patient ended up finding out that his hip replacement had failed several years earlier and was never notified. Patient's surgeon sent him in for blood work and his metal ion levels were at 28. Also, it was discovered he had severe metallosis. This adverse event was addressed by revision surgery on an unknown date, during which the whole system was replaced. Patient's current health status is unknown.